Event description:
A report was received that the patient was having difficulty charging the ipg and communicating with the remote control (rc). Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg and communicating with the remote control (rc). Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg and communicating with the remote control (rc). Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.